Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was a potential incident of increased intraperitoneal volume. The patient remained asymptomatic: drain 0: 280ml fill 1: 2398ml drain 1: 32567ml fill 2: 2407ml drain 2: 3704ml the reported drain volume of 2254ml was 13569% over the expected drain volume which resulted in a reportable device malfunction. Additional information provided from the pd patient¿s clinic manager revealed the patient was requested to come into the clinic to confirm the treatment history as documented by the cycler. The clinic manager confirmed patient did not require medical intervention or treatment as a result of the overfill and stated the pd patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was a potential incident of increased intraperitoneal volume. The patient remained asymptomatic: drain 0: 280ml fill 1: 2398ml drain 1: 32567ml fill 2: 2407ml drain 2: 3704ml the reported drain volume of 2254ml was 13569% over the expected drain volume which resulted in a reportable device malfunction. Additional information provided from the pd patient¿s clinic manager revealed the patient was requested to come into the clinic to confirm the treatment history as documented by the cycler. The clinic manager confirmed patient did not require medical intervention or treatment as a result of the overfill and stated the pd patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment.

Manufacturer narrative:
Plant investigation: the cycler was returned to the plant for investigation. A visual inspection of the returned cycler exterior showed sign of physical damage. The front panel bezel gasket was drooping over the center of the front panel overlay. At set-up, ¿ld13 - m30 balloon valve leak warning.¿ occurred. The ¿ok¿ button was selected the alarm reoccurred three consecutive times before the treatment was canceled. Motor a was stalled with current position at 35510 and the encoder of motor a test failed. The failure was caused by the anti-rotation screw of motor a was stuck; cleaned anti-rotation screw and motor a. After cleaning anti-rotation screw and motor a the simulated treatment was performed and completely without failures. There was no visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.